Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the "unit jumps/jerks in movement when patient release air also the pump is very hard to use". [Sic] there was no reported patient harm.